Event description:
It was reported: at the time of using the cutting electrode breaks, there was no patient injury and no further intervention required. Procedure was completed successfully. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the examination it was found that the wire of the snow sling was burnt. Various influences may have led to this defect. It cannot be ruled out that the cutting loop has been bent, the IFU specifies how the loop should look. Another possibility is that the tension is set too high, which can lead to thermal damage, causing the wire on the cutting loop to come loose. An incorrectly mounted loop can also lead to a defect where the correct distance to the other mounted instruments (e.g. Optics) is not maintained, which can lead to a short circuit and as a result the loop can break or burn due to the heat generated. The event is filed under internal karl storz complaint ID: (B)(4).